Event description:
It was reported that preventative maintenance had recently been done on the cardiocap 5 by hospital staff or hospital biomed and the audible alarm was not alarming for sp02. All other functions were reportedly normal. Ge technical support attempted to resolve the issue but the hospital requested a ge field service dispatch. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.